Manufacturer narrative:
B3: estimated date. As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the patient has been experiencing auto-inflation on a regular basis since the surgery 4 weeks ago.